Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver was overheating. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was received for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The receiver functional test was performed and passed all relevant testing. The receiver case was opened for an interior inspection and passed. The reported event of an overheating receiver was not confirmed. A probable cause could not be determined.